Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after encountering two bent 23 mm, 6 mm inset cannulas and subsequently changing infusion sites multiple times; blood glucose remained elevated until after additional site changes and coaching, and the ilet displayed a 400 alert while the connected cgm reported a ¿high¿ reading. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, including guidance on site rotation, expectations for glucose decline after correction, and assistance with mobile app synchronization, and replacement infusion sets were arranged. Investigation included customer support review, user coaching, and assessment of infusion set performance based on user report. Investigation of this case revealed bent cannulas on two sites that likely impaired insulin delivery, while a later site was reported intact, and the pump itself continued to function and alarm appropriately. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient evidence to isolate a single root cause, with likely contribution from infusion set issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.